Manufacturer narrative:
Physio-control evaluated the customer's device and was not able to duplicate the reported issue. After passing functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would go blank when pressing the nibp and code summary button. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.